Event description:
After using stapler with black cartridge successfully, the stapler was not able to fire the purple stapler reload. Possible firing mechanism failure. A new stapler and reload were opened.